Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer attempted to resolve the issue with assistance from technical support by inspecting and cleaning parts of the pump, but the problem persisted. The customer was unable to successfully load the cartridge, even with guidance from technical support. As a result, customer service associates took over, confirmed correct procedures with the customer, and encountered the same error. Consequently, the pump and cartridges were scheduled for replacement, and the customer was advised on storage mode procedures while a new pump with updated software was dispatched to them. The customer reverted to using a backup insulin therapy to ensure continuous insulin delivery and was instructed to return the defective pump within ten days.